Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed service method testing (smt). The cse replaced integrated multisensor technology (imt) mixer and aligned sample arm 1 (s1) and reagent arm 1 (r1). The cse repeated smt, which passed. The quality control results were within range. The cause of the discordant, falsely elevated csa results on one patient sample is unknown, the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cyclosporin a (csa) results were obtained on one patient sample with manual dilution, on a dimension vista 500 instrument. The initial result obtained resulted greater than the assay range, requiring dilution. The sample was manually diluted, and repeated on the same instrument, resulting lower on 1st repeat and higher on 2nd repeat. The sample was repeated in another laboratory using an alternate method and instrument, resulting lower. The corrected result obtained on an alternate instrument, was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated csa results.

Manufacturer narrative:
The initial MDR 2517506-2016-00530 was filed on december 19, 2016. A siemens headquarters support center (hsc) specialist reviewed the service activity related to this event and concluded that the low outlier diluted value is consistent with a sample which was settled prior to run on the instrument. This would increase the dilution of the whole blood sample aspirated.